Event description:
A case that occurred on the (B)(6) 2020 was reported by a partner. A patient was scheduled for femtolaser assisted cataract surgery, where the femtosecond part of the surgery was uneventful, but further steps could not be carried out as initially planned. During the phaco-fragmentation stage a rupture in the posterior capsule was identified. As a consequence, the surgery needed to be converted to pars plana vitrectomy and an iol had to be implanted in the ciliary sulcus. No further complications occurred. The surgeon reported no influence of the iol change on the visual outcome. The investigation revealed, that small tissue bridges were observed in the capsulotomy, these irregularities might have resulted in an anterior capsule tear, which in turn spread on the posterior capsule. During remote system check minor adjustments of the capsulotomy settings were performed to ensure completeness of capsulotomies. Further surgeries with the system were uneventful. Inspection of the capsulotomy completeness and careful removal considering the identified tissue bridges was stressed to the partner and is always explained during trainings.